Event description:
It was reported that patient enrolled in a clinical study, underwent a left total elbow arthroplasty on an unknown date and right total elbow arthroplasty on (B)(6) 2006. Subsequently, a right elbow revision was performed on (B)(6) 2010 and the humeral component was replaced due to periprosthetic fracture. A left elbow revision procedure was performed on (B)(6) 2010 to excise rheumatoid nodules and all components were replaced. An irrigation and debridement (I&d) procedure was performed on left elbow on (B)(6) 2010; there were no components reported as being removed during the I&d procedure. A subsequent left elbow revision took place on (B)(6) 2010 due to infection. The ulnar components were removed and triceps tenolysis performed with placement of antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014- 08274, 08277, 08281).